Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The lead was returned severed 111 millimeters from the terminal pin, only the proximal segment was returned. The lead passed returns product testing and no anomalies were observed with x-ray. Analysis was not able to confirm the clinical allegations made against the lead in the field.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was discovered to have a fracture near the distal coil pin. The rv lead was successfully explanted and replaced. No adverse patient effects were reported.